Event description:
A medtronic ent representative reported an inaccuracy during the navigation step that occurred while in a frontal endoscopic sinus surgery (fess) procedure. The site re-registered the patient and continued navigation. The procedure was completed with the use of the fusion navigation system. The amount of the alleged inaccuracy was not specified. There was no negative impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative went to the site on (B)(4) 2013, and successfully performed numerous registrations with a resin test head. The reported issue of an inaccuracy during navigation could not be duplicated. Subsequently, additional procedures were observed and the medtronic representative identified four opportunities to improve user techniques. Recommendations were made on improving these techniques, and after observing several additional procedures it was noted there were no inaccuracies.